Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code was found in the ventilator's downloaded error log. The device¿s system board was replaced to address the issue. There was evidence of contamination. The device failed a step during testing. The device's power management board was replaced to address the issue. The proportional valve, 3 way solenoid valve, the outlet side panel, and dual limb cup were replaced to address the issue.